Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient was revised to address pain.

Event description:
Update (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a large, gray brown cyst with clear fluid, a defect in the posterior pseudocapsule, corrosion on the trunnion of the stem, stained tissue and loss of rim bone circumferentially. The femoral stem and femoral sleeve have been added to this complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation received alleging that the patient suffers from discomfort and elevated metal ion levels.